Event description:
The customer reported that the user pinched the tubing below the back cheek valve and the set cracked and fluid leaked. This occurred when the user was trying to infuse secondary infusion. No pt harm or med intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer's complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.